Manufacturer narrative:
(B) (4) there is a CAPA investigation associated with this report. (B) (4) the pump is available and will be returned to baxter for an evaluation. A follow-up report will be submitted when the evaluation results or additional information becomes available.

Event description:
The facility representative contacted the service depot on 22 january 2010 to report a colleague infusion pump with a channel a stop key on the pumphead module keypad that does not work. This event occurred during patient therapy on (B) (6) 2010. There was no adverse event, patient injury or medical intervention associated with this report. The software version for this device is currently unknown. There is no further complaint information available.

Event description:
Bilateral knee pain [arthralgia]. Bilateral knee swelling [joint swelling]. Knees were drained [joint effusion]. No diminution of knee pain at week two [therapeutic response decreased]. Case description: an spontaneous report was received on (B)(4) 2010, from the FDA regarding a female, patient, with a history of osteoarthritis of the knees, who experienced bilateral knee swelling, bilateral knee pain, and both the knees had to be drained (bilateral knee effusion) after starting synvisc. The medwatch number for the report received from the FDA is (B)(4). The patient received injections of synvisc into both her knees in 2009. The second set of injections were given on (B)(6) 2009. There was no diminution of pain at week two, therefore, the patient was provided with a medrol dose pack lasting seven days, and her knees were drained bilaterally. After the third set of injections in the series, the knee pain and swelling progressively increased. At this point, the patient was not on oral steroids. After about five days, the patient's knees were drained again bilaterally yielding about 50cc in the left knee and 40cc in the right knee. The patient was directed to use oral nsaid's and the patient's condition seems to be improving slowly. The patient also received a short course of physical therapy to aid in her recovery. It was noted that the events abated after the use of the device was stopped. At the time of this report, the outcome of the patient was unknown. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.

Manufacturer narrative:
(B) (4). The user interface module master software version for this device is 5.04.00, categorized as unremediated. The pump was received and evaluated by baxter. The reported condition was confirmed and duplicated. The assignable cause internal corrosion found in the keypad flex cable. The channel a pumphead module keypad and channel a pumphead module tube load motor collar were replaced.